Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded an alert for battery depletion (bd). The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The patient lost to follow-up and the last download from the device was performed in 2021. Technical services (ts) advised to attempt to get the data from in-clinic follow-up to receive a most accurate assessment. The field representative will discuss with the clinician as the patient is in a remote location and is not easily reached. The device remains in service. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned as it was disposed by the healthcare facility.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded an alert for battery depletion (bd). The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The patient lost to follow-up and the last download from the device was performed in 2021. Technical services (ts) advised to attempt to get the data from in-clinic follow-up to receive a most accurate assessment. The field representative will discuss with the clinician as the patient is in a remote location and is not easily reached. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.